Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. An unspecified injury or patient adverse effect was reported to be caused by the loss of capture. No additional adverse patient effects were reported. This lead remains in service.